Manufacturer narrative:
An april admission for right ventricular failure was captured in MFR # 2916596-2023-07617. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2023 when the patient ultimately expired (MFR# 2916596-2023-07386). The device was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this document, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #2916596-2023-07386 failure to thrive and right heart failure exacerbation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for repeated right heart catheterization on (B)(6) 2023. This showed high right-sided filling pressures and low cardiac output which was consistent with right ventricular failure. The patient was restarted on milrinone, diuresed, and had cardiomems implanted for closer volume management. The patient got weaned from the milrinone and was discharged on (B)(6) 2023, but had persistent failure to thrive symptoms.